Manufacturer narrative:
Evaluation summary: manufacturer ref # (B)(4). It was reported that during an atrial fibrillation (afib) procedure, the carto 3 system deleted the first and second visitags. The caller stated that the visitags were placed on the map during ablation and as soon as ablation was stopped the tags were disappeared. According to the customer, the issue only happened because they were using carto merge module. The visitag parameters were changed without any resolution. It was stated that the customer first did fam and then registered the CT to the fam. The case was completed without any patient consequence. Biosense field service engineers was informed that the CT image was loaded after the visitags were created. Also the visitag filter parameters were changed in the visitag preferences toolbar and the respiration adjustments from the preferences form were checked after that the visitags were placed. Biosense field service engineers advised to use a default template for the next case as well as change the transparency of the merge image to see if it was hiding the visitags. Biosense field service engineers reviewed proper registration workflow with and followed up the issue. It was confirmed that the default template was used and the issue was not duplicated. The issue related to user error. System is functioning normally. Device history record (DHR) review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the carto 3 system deleted the first and second visitags. The caller stated that the visitags were placed on the map during ablation and as soon as ablation was stopped the tags were disappeared. According to the customer, the issue only happened because they were using cartomerge module. The visitag parameters were changed without any resolution. It was stated that the customer first did fam and then registered the CT to the fam. The case was completed without any patient consequence. The visitag investigation is in process to determine patient risk when not functioning properly; however that investigation is not complete. Therefore, in taking a conservative approach this event has been assessed as reportable.

Manufacturer narrative:
(B)(4).